Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens). It was reported that patient had pain near their rectum and that they believed it was due to their worsening hemorrhoids. Patient also mentioned they were constipated and not voiding frequently in the beginning of the evaluation, but that they started voiding every 30 minutes and that it was believed to be due to an infection such as a uti. Patient's constipation was causing their bladder symptoms to become worse. Patient also had a running flow of mucus. Patient saw their doctor regarding having a uti, bladder infections, and hurting with the urgency to void. Patient stated their samsung programmer was at 22% battery life and they did not receive a charger cable with the box their programmer was in. Patient later stated they could not talk as they were not feeling well. Patient had burning when they urinated and was urinating more often due to a uti. No further complications were reported.